Manufacturer narrative:
Concomitant medical products: th lidocaine. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, puffiness, redness, discomfort, hard, lump, cellulitis and mild rash are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated and analysis of the data has not been completed. Device labeling: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the chin line/depression, juvéderm volift with lidocaine in the marionette lines and juvéderm volbella with lidocaine in the upper and lower lips. About 2 months later, the patient had a dental cleaning. Then about 1 month after that the patient was injected with botox. There were no concerns and all good as usual. Around 2 months later, the patient developed hard swollen redness in the chin and lower lip areas. There was some discomfort but no fever. Patient was reviewed by the healthcare professional and prescribed the patient with keflex and prednisone. Patient returned to the clinic 9 days later and they still had hard, swollen and lump interior lip with slight redness. There was no fever or pain. Patient was prescribed ciprofloxacin and metronidazole. Keflex was stopped. It was cellulitis that was suspected 5 months after the injection. Symptoms improved after the 3rd round of antibiotics, but the patient still has a mild rash and swelling/puffiness localized on the chin line. This is the same event and the same patient reported under MDR ID #3005113652-2018-01313 (allergan complaint # (B)(4)) and MDR ID #3005113652-2018-01314 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, juvéderm volbella with lidocaine, also a device manufactured by allergan.